Event description:
New information noted that the right atrial lead exhibited noise and was explanted and replaced on (B)(6) 2021. The patient was stable before, during, and after.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-15351. It was reported that the patient presented in-clinic after a low, out of range impedance alert on the right atrial lead was noted during a remote follow-up via merlin.net. Upon interrogation, noise was noted on the right atrial and right ventricular leads. No intervention was performed. The patient was stable and will continue to be monitored.